Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a broken grip cable at the distal end. The complaint was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, at completion of applying the clip with the medium-large clip applier instrument, the wire broke. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the weck hem-o-lok non-absorbable polymer ligating clips were the type of clips used with the clip applier instrument. The surgeon used the medium clips on the vessel or structure. The vessel or tissue bundle was not greater than the specified diameter suggested in the instruction for use (IFU). The issue occurred on the first clip application. The issue was resolved with a backup clip applier.